Event description:
It was reported that an asymptomatic patient presented after receiving a patient notifier for misdiagnosed nonsustained lead noise. No noise was observed on the stored egm. Reprogramming was recommended. The patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.